Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1. Two (2) used samples were submitted to the manufacturer for evaluation. Through visual examination, it was observed that the filter cap was not on the drip chamber, which could result in leakage. Through further visual examination, detachment was observed on the distal tubing end of the pump segment. There were no signs of solvent located on the end of the tubing where the detachment occurred. The samples are not within specification; the reported defect is confirmed. While a defect was confirmed, an exact root cause could not be determined. An approved project is in place to further address issues with disconnection at bonded joint. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: brief inquiry description: two incidents, 490100 breaking and leaking. Detailed inquiry description: 1st incident - tubing came apart at y site. Description of the patient event 1st incident - tubing came apart at y site. 2nd incident- leaking at filter site & dislodged at filter site. 1st incident is an ivig spill. The patient was connected to kvo for ivig; the patient called the nurse to inform her there was blood on the floor. Initially, the nurse thought the IV line had dislodged, but on closer examination, the IV tubing had come apart at the carasite or y site close to the patient. There was no harm to the patient, piv was removed and restarted, and the patient received treatment without further delay.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.